Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown uhr bipolar head. Additionally, an unknown v-40 head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that patient had bipolar hip converted to total hip due to pain.